Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were properly fed and formed. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the resident was firing the clip applier and the clips were malformed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.